Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal left circumflex (plcx) artery. A 3.00mmx24mm synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the edge of the stent flared. The procedure was completed with a 24mmx2.75mm synergy¿ des. No patient complications were reported and the patient's status was stable.